Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. Based on the patient's clinical condition, the customer questioned the results. The sample was submitted for investigation and tested on an analytical e module analyzer and a cobas e411 analyzer on 07/27/2016. Refer to the attachment to the medwatch for all patient data. The initial results were automatically reported outside the laboratory. The patient was not adversely affected. The initial investigation found possible causes include presence of a temporary clot/fibrin filament in the sample, presence of foam/bubbles of the reagent surface, or presence of temporary foam/bubbles on the system reagent surfaces.

Manufacturer narrative:
Sample from the patient was submitted for further investigation. The customer's results higher than the reference range with the ft3 g3 reagent were not confirmed as the result was 4.0 pg/ml. The result with the ft3 idiotype reagent was lower at 2.30 pg/ml which was within the reference range. Based on these results, an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay was identified. This interfering factor most likely caused the falsely elevated results. This interference is documented in product labeling.